Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 22-may-2024, it was reported by the nurse that infusion set cannula fell off at the night, not sticking well on skin. No further information was available.

Manufacturer narrative:
Patient country: (B)(6).